Manufacturer narrative:
Additional information: d4 expiration date, h3, h6, and h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no. (B)(6). H4: the lot was manufactured between october 12, 2023 ¿ october 16, 2023. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) large volume folfusors underinfused during patient infusion. The units were placed in a sharps bin after infusion, where residual liquid was identified. The devices contained piperacillin/tazobactam 13.5g and citrate buffer in 230 ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.